Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing, ECG monitoring, and pacing functions without duplicating the customer's report. The device log was reviewed and ECG lead advisories were noted suggstinng coupling to the patient was a factor. The accessories were not returned for evaluation. The device paased all tetsing, was recertified, and returned to the customer. No trend is associated with reports of this type.